Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message while attempting to activate the freestyle libre 2 sensor and was unable to obtain readings. As a result, customer reported experiencing "diabetic shock" and hypoglycemia and a reading of 40 mg/dl (device unspecified). Customer was unable to self-treat and required treatment of glucose gel by both an hcp and third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section b5 has been updated. Narrative incorrectly referenced a freestyle libre 2 product. Correct reported product is freestyle libre.

Event description:
A customer reported receiving an "incompatible sensor" message while attempting to activate the freestyle libre sensor and was unable to obtain readings. As a result, customer reported experiencing "diabetic shock" and hypoglycemia and a reading of 40 mg/dl (device unspecified). Customer was unable to self-treat and required treatment of glucose gel by both an hcp and third-party. There was no report of death or permanent impairment associated with this event.